Event description:
Initially, it was reported a patient having a problem with "wheezing" during treatment. A verbal report about this event was received from rn on 02/06/05. Attempted to obtain treatment sheets, but as of today, have not been received, it was learned that this patient started dialysis and staff slowly increased blood flow rate. The patient was noted to have wheezing, was short of breath and then had an episode of unconsciousness for several seconds. The rn reported this patient had several ongoing health related issues most of which are cardiac related. The patient has since had an intrnal cardiac defibrillator placed. Also the hemodialysis catheter was removed and reportedly this patient is "doing much better". This patient continues to receive dialysis with this prescribed dialyzer with no further ill effect. A sample is not available for evaluation.